Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodules (pt: injection site nodule), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the tear trough (off label use of device), in 2015. After the radiesse injection, the patient experienced an issue. At the time of this report, the patient was seeking help from the reporter. On (B)(6) 2022, the reporter was going to conduct an ultrasound on the patients face. Due to the provide information, the outcome of the event was considered as not resolved. Follow-up information was received on 23-nov-2022: the event term issue was amended to nodules, and recoded from injection site reaction to injection site nodule. The patients gender (female) was provided. She was injected with radiesse by a plastic surgeon. In 2015, after the radiesse injection, the patient experienced nodules in the tear trough area. The patient had the nodules for several years. The outcome of the event remained unchanged.

Event description:
Follow-up information was received on 15-dec-2022: at the time of this report, the physician did not see the patient yet. She cancelled her appointment as she got sick. The physician was going to update after seeing the patient. The outcome of the event remained unchanged.